Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch has been filed to relay additional information. The following sections were updated: date of report, concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. The device history record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number 111990 prior to (B)(6) 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from the metro health that a dermatome was chipping and skipping on skin. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the device was out of calibration specifications at the zero and the twenty settings, but that the motor ran as intended and the control bar was in the correct place. Repair of the device occurred the same day and involved replacing the motor, bearings, and the reciprocating arm. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on (B)(6) 2019. While the service technician found that the device was out of calibration at the twenty setting, which would enable the device to not properly align the blade and therefore not cut properly, it cannot be determined from the information provided as to what caused the device to be out of calibration. As such, the root cause of the reported issue cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
The device initially malfunctioned during testing, prior to using it on the patient. The device was sent to sterile processing from the operating room stating the device was chipping and skipping. Another device used to complete the surgery. There was no delay.